Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. The correct common device is indicator, chemical. The correct catalog number is 14202, the correct lot number is 12615.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by lot number, visual analysis, retains testing and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 03/31/2016 to 09/27/2016 and trending was not exceeded. Retains testing was performed and the results of the color change met processing specifications. The sra indicates the risk associated with a quality problem with no impact on safety is "low." One unused roll of sealsure ci tape was returned and tested. The post processing color changed correctly and met specifications. There is insufficient information to determine an assignable cause. The affiliate reported the customer followed the storage instructions for use (IFU) and the product IFU. The DHR was reviewed and no anomalies were found that would contribute to the reported issue. Lot history was reviewed for the six months prior to the open date and trending was not exceeded. One (1) partially unused roll of sealasure tape was received and visually inspected and the sterrad® lettering was red and the tape coating and edges were intact. The customer did not return the used tape sample for evaluation, therefore the complaint was not confirmed. The unused returned sample was tested and performed to specifications. The issue will continue to be tracked and trended.